Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that during surgery the inlay did not fit into the corresponding implanted cup. According to the surgeon the shape of the inlay was not quite round. Harm: s1 - no patient, user, or other stakeholder harm hazardous situation: device not used for implantation due to non-functionality or visible damages. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: visual examination: the complained durasul alpha liner was returned for investigation. Some slight scratches as well as circular imprints around the setting holes deriving from the setting instrument can be observed. Other than that, the articulation side of the insert is inconspicuous. The backside shows a damaged and deformed pole pin and several sets of non-centrical indentations of the shell's anti-rotation spikes. The lateral surface of the rim also shows some slight damages and scratches. A combination of wear and deformation in form of lines can be observed on the spherical area close to the rim. The deformation / wear points to contact to between the insert and an edge of the shell. Measurements: to ensure the durasul, alpha insert, jj/36 have correct dimensions, relevant characteristics according to characteristic list sap document no. 3020 rev. 12 were measured with caliper z 7568. Characteristic no. 11 feature diameter 48.37 +0.05/-0.05, measured value: 48.37 mm. Characteristic no. 16 feature diameter 48.69 +0.05/-0.05, measured value: 48.72 mm. The pin could not be measured as it has damaged and deformed. -conclusion: the measured characteristic is within specification. Review of product documentation: device purpose: this device is intended for treatment. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. The surgical technique sap doc no. 06.01205.012 rev. 08 states regarding the liner insertion on page 12: if the liner can still be rotated after light impaction, this indicates malpositioning, non-concentric, or soft tissues interference between the liner and the shell surfaces. If the fitting of the insert is faulty, a new insert must be used. If the polar peg is deformed, it will not be possible to anchor the insert correctly. Conclusion: it was reported that during surgery the inlay did not fit into the corresponding implanted cup. According to the surgeon the shape of the inlay was not quite round. Based on the investigation the reported event can be confirmed. The deformation / wear on the durasul alpha liner as well as the cut off pole plug may indicate that the liner was malpositioned, non-concentric or interfered with soft tissue residues. This is a common complication also described in the applicable surgical technique which requires the use of a new liner. Nevertheless, an exact root cause could not be determined. The investigation did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland. Manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery it was reported that the inlay would not fit into the corresponding implanted cup. According to the surgeon the shape of the inlay was not quite round. The procedure was completed using another inlay of the same type without any problems.